Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 268 mg/dl at the time of the incident. The customer stated that the reservoir ring on top of the reservoir was missing, it was not stated if the reservoir was able to lock into place. A blank display was also reported however with troubleshooting the issue was resolved. The insulin pump will be returned for analysis.